Manufacturer narrative:
Device evaluated by mfg: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. There were numerous kinks throughout the device, with a severe kink 63.4cm from the strain relief. The severe kink was microscopically inspected, and a hole was found in the shaft. Functional testing was performed by placing the device in the angiojet console. The testing was started; however, the check catheter for kinks error was displayed on the screen. The device had over-pressured at 12.59 kspi. The shaft was inspected again and none of the kinks were severe enough to cause the over-pressure error, not even the severe kink 63.4cm from the strain relief. The tip was dismantled to review the jet holes. The jet holes were microscopically examined, and it was found that one of the jet holes was plugged. Scanning electron microscopy and energy dispersive x-ray spectrometry (sem/esd) testing was performed for further testing on the plugged jet hole. The eds identified that the source of the foreign material (fm), that was obstructing the jet hole, showed a strong presence of stainless steel elements. The eds testing identified that the jet was plugged with stainless steel elements, which is the same material as the hypotube and jet body of this device.

Event description:
Reportable based on device analysis completed on 05feb2019. It was reported that a catheter kink error message displayed. An angiojet spiroflex catheter was selected for a thrombectomy procedure. During preparation, the console displayed a catheter kink error message. The device never came in contact with the patient. A new catheter was used to complete the procedure. There were no patient complications reported. However, device analysis revealed the jet hole was plugged with stainless steel elements.